Manufacturer narrative:
The device will not be returned for analysis as it is still implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Surgical reports and pictures were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient started receiving treatment for infection five months post-implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Pictures and surgical reports were received and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4)..

Manufacturer narrative:
Investigation results were made available. Additional: patient identifier, sex, if follow-up, what type. Correction: date of event, date of report, date rec¿d by MFR, device evaluated by MFR. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer gmbh winterthur legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer gmbh never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer gmbh as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on february 22, 2018 but was not available. Trend analysis: no trend considering the following event is identified: infection. DHR-review: (shell). The device manufacturing quality records indicate that the released components met all requirements to perform as intended. DHR-review: (stem, head, insert). As no lot number was provided, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description: it was reported that a patient had a hip prosthesis implanted on the left hip side on (B)(6) 2013, which was revised on (B)(6) 2015 due to stem loosening and infection (see:(B)(4). The cup remained implanted. Subsequently the patient suffered from infection and has been treated with antibiotics. A further revision surgery is considered, but there is no information whether it has already been performed. Review of received data: the implantation report dated on (B)(6) 2015 has been received. The patient has been revised due to an aseptic loosening of the stem, which has been implanted on (B)(6) 2013. A hh durasul 32 inlay, avenir 3 lateral stem and a biolox delta 32 s-head has been implanted. The allofit alloclassic shell remains implanted. No conspicuousness found. A post-operative antibiotics therapy for 14 days using cephazolin is mentioned. Further medical records have been received. It is mentioned, that pre-operative no infection could be diagnosed. Post-operative, the patient suffered neurologic issues, which decreased after a few days. Two of the five tissue samples which have been taken during revision surgery on (B)(6) 2015 proved that patient had suffered a low-grad infection of staphylococcus epidermidis. Antibiotics therapy for 6 weeks post-operatively. In a letter dated on (B)(6) 2016 the surgeon describes that the patient has been in hospital from on (B)(6) 2016. On (B)(6) 2016, five microbiological and one histologic sample have been taken from the left hip joint of the patient. Staphylococcus epidermidis could be detected. Therefore the event date of this complaint was changed to on (B)(6) 2016. Dr. (B)(6) describes in his report from on (B)(6) 2017 that the patient is suspected to have a periprosthetic infection of staphylococcus epidermidis and capitis. The crp has been determined to be 0.5 mg/dl. Even though the implant is radiological well seated, a revision surgery is considered. Additional information concerning patient history: patient has been implanted with pacemaker in 2012. Six x-rays have been received. However, as they are all dated prior to the revision surgery in aug 2015, they are not relevant for the complaint and will be considered in (B)(4). Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the products are still implanted. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Instruction for use (IFU): the packaging insert IFU for endoprosthesis has been reviewed. It states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Additionally, it is stated that "before sterile implants are removed from their packaging, the protective wrapping must be examined for possible damage as this could jeopardize their sterility." And "if the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer.". The internal documents of the allofit alloclassic cup were reviewed. The DHR (device history records) indicate that the released component met all requirements to perform as intended. Therefore it can be concluded that the device was according to product specification. The sterilization certificate for lot: 2700921 has been reviewed and was found to be according to specifications. Additionally, the product history has been reviewed. There has only one additional reported event for the product lot number affected in the complaint, however this complaint is treating the same patient and product (B)(4). The internal documents of the other implants could not be reviewed, as not lot numbers were available. However, all single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Moreover, no trend on infection has been observed for the known product reference numbers of the biolox head and the avenir stem. Root cause analysis: root cause determination using dfmea (stem): septic loosening due to infection due to unsterile implant (failure of sterilization procedure at supplier due to design). Possible: the DHR and sterilization certificate of the product could not be checked as no lot is available, therefore cannot be excluded. However all devices are cleaned according to validated specifications. Infection due to failure of sterilization procedure due to supplier process. Possible: the DHR and sterilization certificate of the product could not be checked as no lot is available, therefore cannot be excluded. However all devices are cleaned according to validated specifications. Root cause determination using dfmea (biolox head): incorrect sterilization method leads to non sterile head implant due to incorrect sterilization method. Possible: the DHR and sterilization certificate of the product could not be checked as no lot is available, therefore cannot be excluded. However all devices are cleaned according to validated specifications. Non sterile product due to improper handling during surgery due to wrong handling of device due to wrong information. Possible: it cannot be excluded. However, instructions are given in the package insert. Root cause determination using rmw (shell) : non-sterile device is implanted due to cleaning process failure not possible. The sterilization certificate for lot: 2700921 has been reviewed. Moreover, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Non-sterile device is implanted due to sterilization process failure at supplier not possible. The sterilization certificate for lot: 2700921 has been reviewed. Moreover, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Non-sterile device is implanted due to contaminated device due to packaging failure not possible. All devices are processed according to packaging specification. Moreover, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Systemic adverse body reactions due to contaminated device due to insufficient internal cleaning process not possible. The sterilization certificate for lot: 2700921 has been reviewed. Moreover, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Non-sterile device is implanted due to inadequate transport/handling/storage condition. Possible, transportation, handling and storage of the products in the hospital is out of zimmer biomet control. However, all products should be checked for packaging damages or deformation upon receipt. Non-sterile device is implanted due to inadequate re-sterilization procedure by user. Possible, potential re-sterilization procedure in the hospital is unknown. However, instructions are given in the IFU. Non-sterile device is implanted due to implant is falling to floor during handling in or. Possible, as it cannot be excluded. However, instructions are given in the IFU. Non-sterile device is implanted due to explanted implant is used for new implantation surgery. Possible, as it cannot be excluded. However, instructions are given in the IFU. Conclusion summary: it was reported that a patient had a hip prosthesis implanted on the left hip side on (B)(6) 2013, which was revised on (B)(6) 2015 due to stem loosening and infection (see: (B)(4). The cup remained implanted. Subsequently the patient suffered from infection and has been treated with antibiotics. A further revision surgery is considered, but there is no information whether it has already been performed. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification of the device certifies the suitability of sterilization. Moreover, no trend on infection has been observed for the known product reference numbers. Therefore, it is highly unlikely that a disadvantageous product or packaging design favored or contributed to the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Additionally, it is stated that "before sterile implants are removed from their packaging, the protective wrapping must be examined for possible damage as this could jeopardize their sterility." And "if the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer.". The patient received a pacemaker in 2012. Cardiology disorders might potentially be a risk factor for periprosthetic join infections. As the product has not been returned for an investigation, an exact root cause cannot be determined. However, based on the given information and performed investigation, there is no evidence for an implant failure which could have influenced the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following cases are linked as they belong to the same patient: (B)(4). The following reports are associated with this event: 0009613350-2018-00234-2, 0009613350- 2018-00236-2, 0009613350-2018-00461-1.